Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR #2937457-2014-01293, 2937457-2014-01294, 1225714-2014-05292, 1225714-2014-05293, 1225714-2014-05294 and 1225714-2014-05295.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and (B)(6) 2011 and subsequently expired after the use of the product.